Event description:
It was reported to gore that a pt alleges to have experienced recurrent incontinence, recurrent prolapse, erosion and dyspareunia after allegedly having been implanted with a "gore-tex mesh." It was also reported that the pt underwent at least one add'l surgical procedure approximately 18 months later. Add'l event specific info has not been provided.